Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma-late.

Event description:
Patient reported "seroma" and "the milk came out and can't carry for the things, when the condition is not good, the water also comes out" on an unknown side. The device remains implanted.